Event description:
A nurse reported that an inhomogeneity in the creation of the flap occurred in the left eye of a pt. This was not noticed by the surgeon and the laser treatment was performed. During the opening of the flap, the surgeon had difficulties in preparing the flap at a location at the 5 o'clock position. After the surgeon had success in this action and the laser treatment was finished successfully, he noticed the "inhomogenous stromal bed". A video showed that the eye underwent a small rotational movement and it seemed that the vacuum towards the eye was disconnected and the laser did not recognize this. All other surgeries which were performed on that day took place without any complications. Add'l info has been requested but not received to date.

Manufacturer narrative:
A service visit has been performed and investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).